Manufacturer narrative:
(B)(4).

Event description:
It was reported via and animal hospital "handle gets stuck closed when squeezed". To continue therapy another device was used. When asked if any injury happened to the patient the customer responded "yes, superficial skin trauma that healed uneventfully.".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with its trigger engaged. There were no signs of biological material on the device. The stapler was received with 8 staples left in the cover block, indicating that at least 27 staples were fired by the customer. Dimensional inspection was performed on the frame and trigger components. The inner width of the frame measured 0.520" which does meet the minimum specification of 0.520" per the drawing. The width of the trigger measured 0.4277" which is in within the specified range of 0.422"-0.457" per the drawing. The width of the trigger at the protrusion which contacts the cover block component measured .4755" which is within the specified range of 0.470"-0.485" per the drawing. The trigger and frame were observed to be within specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire attempt resulted in the staple fully forming and releasing. The trigger got stick when engaged despite the staple releasing. An excessive number of attempts were made to reset the trigger. The next two fire attempts in the skin pad correctly formed, however, the stapler failed to immediately release the staple for both attempts. The stapler would snag on the skin pad upon release and the trigger would fail to reset after each fire. Multiple attempts were made to reset the trigger and release the staple. The device was disassembled and die casting anomalies were discovered on the forming tool. The bridge component that interacts with the pawl was observed to have a crack causing a misaligned interaction between the bridge and the pawl. The bridge was not in straight alignment with the pawl due to the crack. The source of the trigger resistance was cracked bridge. A device history record review was performed, and no relevant findings were identified. The reported complaint of "jamming - resistance felt at trigger" could not be confirmed based upon the sample received. The returned stapler revealed that the staples appeared aligned. Visual examination of the returned stapler revealed that 8 staples remained in the cover block, indicating the customer fired the stapler 27 times. Upon functional testing, the trigger would get stuck, and it would take multiple attempts to reset the trigger. All the staples fired fully formed. When disassembled, the bridge component on the trigger was observed to cracked. Dimensional testing was completed on the trigger and the frame, and both were within specification. The source of the trigger resistance was the crack in the bridge. The bridge on the trigger can crack due to excessive force upon engagement of the trigger; however, it cannot be confirmed that trigger was correctly engaged by customer when fired. The complaint could not be confirmed as a manufacturing issue as each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported via and animal hospital "handle gets stuck closed when squeezed". To continue therapy another device was used. When asked if any injury happened to the patient the customer responded "yes, superficial skin trauma that healed uneventfully."